Manufacturer narrative:
The insulin pump was received with steady blank display due to cracked and bleeding on lcd glass. The insulin pump was received with minor scratched lcd window, missing display window cover, cracked select button keypad overlay and broken belt clip rails.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and lip ring from reservoir fell off. Customer's current blood glucose level was 160 mg/dl. Customer reports that the lower part of the face of the insulin pump was cracked off and the screen was all scratched out. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.